Event description:
Ventilator could not be calibrated. The osc rms pressure was only 12 cmh20 with the power knob set to the maximum position of 10. When working properly, the power knob is adjusted until the osc rms reads 27 cmh20 and the power knob should read between 5.3 and 6.7. There was no pt involvment at all.